Event description:
It was reported that, following a post market surveillance review of data from the national joint registry of (B)(6) between 2002 and (B)(6) 2022 for patients with a genesis ii - revision prosthesis construct, a total of nine re-revisions were identified due to multiple preoperative diagnosis. From these patients, five were revised due to an unspecified postoperative infection, three due to the aseptic loosening of the tibial component, two due to the aseptic loosening of the femoral component, one due to the fracture of one of the implants of the tka construct, one due to the malalignment of the tka construct, one due to unexplained postoperative pain and two other patients were revised due to unspecified reasons. These indications are not mutually exclusive, as the exact listing of complications per each of the nine patients cannot be confirmed. Additional information is not known at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on insufficient information, further clinical root cause analysis cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes to the reported events could include but are not limited to traumatic injury, joint tightness, material in use, patient reaction, loss of sterility, contamination, post-operative healing issues, abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, user/procedural variance, surgical technique, and/or lifetime of devices. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case (B)(4).